Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced difficulty charging the pump with the usb cable. Reportedly, the pump was able to be charged with a different usb cable. There was no impact to the customer's blood glucose.